Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer¿s device and verified the reported issue. The third part service agent later confirmed that the power supply in the device was replaced and then proper device operation was observed through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself and would not power back on. They installed known good batteries but their device was unable to power on. This device is used for training purposes only. There was no patient use associated with the reported event.